Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description boston scientific received information that this pacemaker is rapidly depleting. Four months ago the gas gauge was 75% and the longevity was four years. Now, the gas gauge is 50% and longevity is two and a half years. There have been no changes to programming or pacing parameters. All daily measurements are normal. A boston scientific technical services (ts) consultant suggested that the gas gauge can be explained but the longevity estimate should not have changed without changes in programming. Ts recommended checking the patient in three months and the physician should consider a hex dump. No adverse patient effects were reported. Information was later received that with the current programmed parameters the device appears to be experiencing normal battery depletion. Information was received that four years later, the device was explanted for normal battery depletion. No adverse patient effects were noted as a result of the procedure.

Manufacturer narrative:
This pacemaker remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if any additional information is received. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.